Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt in (B) (6) contacted lifescan (lfs) to report the one touch ultra meter would not power on upon test strip insertion. The sr medical surveillance specialist was able to classify the complaint based on the info provided. On (B) (6) 2010 at 7:30 am, the pt noted the reported meter would not power on when the test strip was inserted; the meter would power on only with the power button. The pt was unable to obtain a blood glucose reading. Due to this issue, the pt took a decreased dose of insulin (type not provided) 36 units instead of 38 units, and she ate 'much less' food than normal. At 12:30 pm, the pt experienced the symptoms of shaking, sweating, and feeling faint. Using a borrowed meter, the pt tested her blood glucose level to be 55 mg/dl. The pt administered self-treatment with orange juice and sweets and felt better afterwards. Troubleshooting revealed the pt's test strips were correct and in good condition, and the pt had correctly replaced the meter's battery. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she took insulin and decreased her food intake due to the meter power issue, and received treatment with food. Therefore, this complaint is being reported.